Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and reported low vacuum alarm, low average vacuum in pneumatic performance test and when powering down unit with catheter attached, the balloon inflates. After further troubleshooting, k8 solenoid was not closing completely when prompted to. Replaced drive manifold and reassembled the unit. Unit passed all functional and safety tests to factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm while in use on a patient. No patient injury or harm was reported.